Event description:
No one was harmed. There is a potential for injury. We discovered in 2007 that we had 6 defective arjo slings that are used to mechanically lift non-ambulatory patients. When one sling was found to have a missing piece -which makes the clip that attaches to the mechanical lift so loose, it could slip off- all our slings were inspected, over 300 slings, 5 more defective slings were discovered and removed for the units. The following mont, a 7th sling was discovered to be missing this piece and this sling had been inspected on original date. Arjo co was informed of the problem the same day. The writer has met with the co and they are replacing 42 of our 320 slings. In early 2007 arjo started to provide a newly redesigned sling and clips that has no part that can fall out. Dates of use: 2004 - 2007. Diagnosis or reason for use: non-ambulatory patient, used for lifting patient.